Event description:
During an unknown procedure, the clips did not close. Pt is fine. A new box had to be opened to finalize surgery. No further information available. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become misaligned/yielded causing the clips to be scissored/ejected and making the instrument non-functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.